Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio did observe that the power button was difficult to activate the device. However, when pressed on a certain spot of the power button, the device was able to consistently power on. Physio replaced the main keypad assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The likely cause of the reported issue was due to an intermittent switch on the power button, however the cause could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. There was no patient use associated with the reported event.